Manufacturer narrative:
The field service engineer found the instrument to be dirty. Everything has been ok since the engineer's visit. This issue was likely caused by contamination within the instrument.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys anti-sars-cov-2 on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an elecsys anti-sars-cov-2 value of 5.1 coi (positive). Unknown igm and igg quick test methods were performed on the patient and these resulted with negative values. A second sample collected from the patient on (B)(6) 2020 was tested with the elecsys anti-sars-cov-2 assay, resulting with a value of 0.077 coi (negative). The unknown igm and igg quick test methods were also performed on the patient at this time and these were also negative. The initial sample was then repeated with the elecsys anti-sars-cov-2 assay, resulting with a negative value. The specific value was not provided.